Manufacturer narrative:
(B)(4).

Event description:
It was reported that session ended I have a new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a session ended I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.